Event description:
It was reported that after the implant procedure, the device exhibited pacing failure. A lead dislodgement was suspected, but could not be confirmed. The pocket was reopened, and the lead tested, but appeared to be functioning normally. The device was reconnected to the lead, and pacing failure was noted once more. The device was explanted and replaced, and pacing was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.